Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The cine drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system locked up during a case. No pt injury was reported.